Event description:
It has been reported to philips that the system is not exposing. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the footswitch. The fse cleaned the footswitch and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure got delayed for less than 20 minutes and completed as planned without restarting as the footswitch misbehaved only once due to dirt. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible due to the malfunction of wired footswitch. Fse cleaned the wired footswitch properly and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.